Event description:
Information was received indicating that during bench testing a smiths medical cadd legacy plus pump exhibited lec 1870 on the screen while preventive maintenance was attempted on the pump. No adverse effects were reported.

Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found that the pump presented with error code 1870 on boot up. The optical switch was causing the issue due to a broken wire. This was replaced and the device was calibrated, software was installed, and the device passed all functional and delivery tests.